Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a 011-24511 stainless cs mirror fell off into the patient¿s mouth. It was unknown if there was any patient injury and unknown if there was any revision or medical intervention required. No delay in surgery reported. Request for additional information has been sent.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. However, an investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. Device identifier (B)(4).